Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set disconnected from the plastic adapter which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with ceftazidime 1.5g + ancef 1.5g intraperitoneally. No additional information is available.